Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported priming the insulin pump and received the alarm. The customer reported unable to exit the "preparing to prime" loop. The drive support disk is protruded. The customer did not troubleshoot the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, cracked case at display window corner, cracked battery tube threads and partially broken off reservoir tube lip. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Insulin pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to compromised force sensor system alarm.